Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis and to provide for details on the event and patient impact. The info and device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damage by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Surgical facility staff called for surgeon to report a "defective" device. Caller did not have any info about specifically what was "defective" on the device. Allergan has made five attempts to find out, what was "defective", if the surgery was completed with a back-up device and if there was an injury to the patient without success. Allergan's takes the conservative approach to reporting. The investigation is continuing.